Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries haven't been lasting long on the insulin pump. Customer stated that when she changed the battery, the pump just went blank with a blank screen. Customer's blood glucose was 2.6 mmol/l. Customer tried several batteries but the pump did not react. Customer cleaned the battery compartment but the pump still did not react. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer stated that she will go to the hospital straight away as she needs more insulin pens.

Manufacturer narrative:
The pump was received with a blank display due to the power connector not being plugged in properly. The power connector was plugged in and the pump powered on properly. The pump passed the sleep current measurement, active current measurement and self tests. The pump was received with a scratched casing, minor scratches on the lcd window and a pillowing keypad overlay.